Event description:
Reportable based on the analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, the stent would not cross the lesion. The physician advanced the 16 x 2.50mm taxus liberte stent delivery system to the target lesion and was not able to cross the lesion. The device was successfully removed. No patient complications were reported. Returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. Struts on both the first row from the distal edge and the first row from the proximal edge were slightly flared. This is most likely caused by the balloon being slightly inflated. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).